Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws were skewed and the clip was not fed into the jaws properly, when the device was used on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient. The stiffness of the target tissue was harder than usual. The device might have been fired with tension as there was not enough space for abrasion. Reinforcement material was not used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: were the clips feeding into the jaw slower than expected?---no. Were the clips feeding into the jaws sideways? ---no. Were the clips not fully feeding into the jaws? ---no. Which firing of the device did this event occur on? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---yes. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. The analysis results found that the device was received with the jaws disengaged from the cam. Upon cycling the device, it was noted to be empty. The device was disassembled and the lockout of the device was noted to be fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the jaws to disengaged from the cam. The batch record was reviewed and no anomalies were noted during the manufacturing process.